Event description:
Customer's father reported via phone call that the insulin pump has a bolus wizard anomaly. It was stated that the bolus wizard is delivering the incorrect amount. The settings are correct and there are no recent changes. Bolus was delivered and recorded in the bolus history and then a bolus missed alarm occurred. Carbs were entered correctly. And the bolus estimate is incorrect. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was programed with a sample bolus calculated by the bolus wizard feature. The bolus was delivered and recorded bolus properly in bolus history; no bolus wizard anomaly noted. No unexpected bolus reminder noted. The insulin pump has cracked reservoir tube lip, minor scratches on the display window and cracked case near display window corners noted during our visual inspection.